Manufacturer narrative:
(B)(4). Results of investigation: (B)(4) was not able to duplicate the reported alarm during bench testing. The unit ventilated properly without any abnormalities; however, the ventilator failed the o2 enrichment test from general checkout and failed the o2 blending test. Advanced fio2 testing revealed solenoid 1 was out of specification. (B)(4) replaced the o2 blender to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to (B)(4) that the unit had an "o2 error" on the screen. The customer reported it could have been the way the oxygen was disconnected and may not be anything wrong with the ventilator. It is unknown at this time whether there was any patient involvement associated with this complaint.